Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a device. It was reported that the driver broken. There was no patient involved at the time of event. Additional information received from manufacturer representative that the device has been used numerous time and its not an initial defect.

Manufacturer narrative:
G2: country of origin is south korea medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.